Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient had a change in therapy/loss of therapeutic benefit in 2014, as the therapy was not working due to an unknown cause, and also developed a hematoma in (B)(6) 2014. The patient noted they had fallen off their porch in (B)(6) 2014. The patient stated they had made adjustments using their patient programmer (pp) and also had reprogramming sessions at the healthcare provider (hcp) office with a manufacturer representative (rep). A replacement surgery had occurred and the patient had received no updates from the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.